Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station possibly got stuck at the 'password input box' screen after rebooting during a windows updates install. A field service engineer stated that the customer was able to power cycle the station and successfully reboot it, then accessed the station via rss to ensure proper function, station working ok now. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the screen was black with password box. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.